Event description:
It was reported that the patient's pump "broke" and would not dispense the pain medication at all. The medications were replaced with saline. It was added that before this, the patient had mental status changes and then went through "withdrawal for five days and was put on hospice, not knowing the outcome". It was added that following device implant "they kept adding meds to the pump and it was running at such a high dose, patient had to have refills every two weeks", which was exceedingly frequent per reporter. Patient had two surgeries after implant because the catheter in the spine "kept coming out and was not delivering medication" (specific dates/sequence of events and drugs infused via the pump were not reported).

Manufacturer narrative:
Catheter model 8731, (B)(6), implanted: 2005 (B)(6) , explanted: unk; catheter model 8598, (B)(4), implanted: 2005 (B)(6) , explanted: unk.